Event description:
Nurse states she has a patient in room 226 reading normal spo2 stats. However, when she went into the room, the sensor was in the crib and not on the patient. Ref # MFR 8030229-2014-00018.